Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 1616000 port & catheter, implanted, subcutaneous, intravascular allegedly had fluid leak. This report was received from one source. This malfunction involved a patient with no patient consequences. Age, gender and weight was not provided for the reported patient.

Manufacturer narrative:
H10: for the reported malfunction, a lot number was provided and lot history review was performed. The device was returned to bd for evaluation. After further evaluation, the investigation identified a fluid leak due hole at the base of the port body. Based upon the available information, the excessive force used during port access could have potentially caused or contributed to the reported event. The device is labeled for single use. H11: g1, h6 (device code, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported malfunction, a lot number was provided, and lot history reviews was performed. The device were returned to bd for evaluation. After further evaluation, the investigation identified a fluid leak due hole at the base of the port body. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 1616000 port & catheter, implanted, subcutaneous, intravascular allegedly had fluid leak. This report was received from one source. This malfunction involved a patient with no patient consequences. Age, gender and weight was not provided for the reported patient.